Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the insulin pump had random button error alarm and insulin pump was locked up. The customer¿s blood glucose level was unknown. Customer stated the insulin pump had to change battery more than one time in the every 7 day. Customer stated that insulin pump was received unexplained no delivery alarm. The insulin pump will not be returned for analysis.